Event description:
Note: this report pertains to the first of two devices reported by the complainant. On the event date, it was reported to boston scientific corp that a hemostatic clipping device was used at the conclusion of a polypectomy procedure on the same day, (adult patient; age, gender, and weight unk). According to the complainant, the clip would not disengage from the catheter. Reportedly, the physician "...shook the device and the clip came off the catheter inside the pt." A second hemostatic clipping device was attempted. Refer to MFR report #3005099803-2008-00956 for details regarding the second reported malfunction.

Manufacturer narrative:
According to the complainant, the suspect device was discarded; therefore, a device evaluation was not performed. The device history record for the affected lot was reviewed; no anomalies were noted. A search of the complaint database revealed one additional complaint recorded for the lot (failure mode was bound in sheath). The 2008 15-month hemostatic clip product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The cause of the reported malfunction is undetermined.